Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that while she removed her pants down, she noticed that her infusion set's tubing was detached close to the site location. This issue occurred she was going to the bathroom. The site location was patient's left abdomen and the pump was in the left side. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in a box, purse. There was stress or pull on the tubing and the pump was dropped with the set connected to patient's body. Currently, patient's blood glucose level was 373 mg/dl. No further information available.